Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low battery alert, failed battery test and blank display from the insulin pump. The customer's blood glucose reading was 128 mg/dl. The customer stated that his pump acted strange and the battery life lessened to 5 days instead of 2 weeks. The customer received a blank display when he took the battery out. When the customer put the battery back in, he received a failed battery test. The issue still continued after several battery changes. The customer stated that his battery cap is a little worked on the top. The customer will be sent a replacement battery cap. The customer was advised to call back if issue persists.